Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in one piece with the helix found retracted and clogged with tissue. X-ray examination found the inner coil was overtorqued at the connector region consistent with procedural damage. X-ray examination of the helix mechanism found no anomalies or distortion of the helix that would have contributed to reported helix mechanism issue. The cause of the reported event was isolated to the tissue in the helix region and overtorque of the inner coil.

Event description:
It was reported that during the procedure prior to being place in the body a failure to extend was noted on the right ventricular (rv) lead. The physician elected to explant and replace the rv lead. The patient was in stable condition.